Event description:
It was reported that the patient underwent a tlif to treat l4 spondylolisthesis. It was reported that the extender detached from the bone screw at either l4 or l5. The surgeon finished the procedure without using the extenders. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instrument did not identify material issue, with respect to deformation, crack, or fracture. No issues with opening or closing the instrument multiple times with and without sample mas. Functional evaluation with a sample mas manually loaded at maximum angulation was unable to manually induce release of the sample implant. No specific complaint, non-conformance or deficiency identified with regard to the returned product. After visual and functional review, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)